Manufacturer narrative:
No reagent lot numbers with expiration dates were provided.

Event description:
The initial reporter questioned the results for multiple patient samples tested on a cobas c 303 analytical unit. Discrepant results were provided for 8 patient samples tested for total protein, urea, creatinine, "bilirubin", phosphorus, crp, and albumin. Patient 1 initial total protein result was 2.6 g/l. The repeat result was 65.9 g/l. Patient 2 initial urea result was < 0.5 (unit of measure not provided). The repeat result was 5.45. Patient 3 initial total protein result was < 2 g/l. The repeat result was 75.2 g/l. Patient 4 initial total protein result was < 2 g/l. The repeat result was 52.5 g/l. Patient 5 initial creatinine result was < 5 (unit of measure not provided). The repeat result was 123. The initial "bilirubin" result was < 2.5 (unit of measure not provided). The repeat result was 4.37. The initial crp result was < 1 (unit of measure not provided). The repeat result was 5.14. The initial phosphorus result was < 0.1 mmol/l. The repeat result was 1.09 mmol/l. Patient 6 initial urea result was < 0.5. The repeat result was 10.3. Patient 7 initial "bilirubin" result was < 2.5. The repeat result was 5.56. The initial phosphorus result was < 0.1 mmol/l. The repeat result was 0.929 mmol/l. The initial urea result was < 0.5. The repeat result was 8.74. Patient 8 initial albumin result was < 2 (unit of measure not provided). The repeat result was 36.